Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient had pain at the implanted pulse generator (ipg) site and right, superior, gluteus area with no contributing event. They had a trigger point injection on (B)(6) 2019 and a pocket revision was ordered on this day. The pocket was revised and the device was repositioned on (B)(6) 2019 and the issue was noted to be resolved without sequelae as of (B)(6) 2019. No device issues or further complications were reported or anticipated.